Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Fluid warming infusion sets reported a leak at the gas vent. No pt injury or adverse event was reported.